Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead had dislodged causing an increase in threshold and low sensing was observed. The lead was explanted after repositioning was unsuccessful.